Manufacturer narrative:
Three of the four screws on this device broke off in a patient and the doctor had to remove the prosthesis and replace the broken screws. An evaluation will be conducted when the broken screws have been received from the customer, and a follow-up report will be submitted as soon as evaluation results are available.

Event description:
On (B) (6) 2010, a doctor reported that three 1.6 smooth staple screws broke off in a patient and had to be replaced. This is the third of three incidents.